Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: a review of the alarm history revealed consecutive ¿call service 052/cs054/cs012¿ alarms on 12/15/2014. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were succesfully performed on the pump with no ¿cs012¿ alarms or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The reported ¿cs012¿ complaint was unable to be duplicated during investigation and the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the issue occurred during a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.